Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 127 mg/dl and their sensor glucose was unknown. It was also found the sensor glucose reading was not accurate when the customer's blood glucose was 32 mg/dl. The customer did not report any bent sensors during troubleshooting. Customer also reported receiving a lost sensor alarm and weak signal alarm. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor passed per specification. Performed bicarbonate buffer test and the sensor passed per specifications with accurate readings.